Event description:
The customer reported the coulter lh 750 hematology analyzer was generating differential vote outs and flags on patient samples. Controls run before the issue were within range. The instrument was down. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/27/2015. The fse found the instrument was generating partial aspiration errors, flags and vote outs. The fse replaced pinch valves vl17, vl54 and vl55, which repaired the errors, the flags and the vote outs. The repairs were verified per established procedures. (B)(4).